Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating a malfunction to the device. The battery used in the event passed testing without any issue. Review of the device activity logs showed it was running on battery power without ac and a user advisory of battery calibration required. The unit issued alerts of a low battery warning and shut down. The shutdown appears to be related to a low battery condition. It's noteworthy to mention that an uncalibrated battery can cause inaccurate capacity readings, leading to quick transition from low battery to shutdown. The investigation did not identify any malfunctions, and the device appears to be operating as expected. The device was recertified and returned to the customer. No trend is associated with reports of this type.